Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery (lad). A 6 fr guiding catheter was placed and a 3.0 x 15 mm non-abbott balloon catheter was advanced to the lad for pre-dilatation. A 3.0 x 23 mm xience sierra stent delivery system (sds) was advanced; however, the sds met resistance with the guiding catheter before reaching the lesion. Therefore, force was applied and the sds was removed from the anatomy without issues. A non-abbott stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. It is unknown if the IFU deviation contributed to the reported event. Additionally, it should be noted that the IFU states: prepare an inflation device/syringe with diluted contrast medium. Attach an inflation device/syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. Repeat steps until all air is expelled. The IFU deviation does not appear to have directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.